Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure two leads were attempted but not used. Another lead was successfully placed. No patient complications have been reported as a result of this event.